Event description:
Follow up information received reported that the patient had a revision procedure performed on (B)(6) 2014 where it was confirmed that the old lead on the left side was removed and a new lead placed on the opposite (right) side. It was noted that it was unknown why the lead had migrated and pulled out ¿very easily¿ at the time of replacement. It was confirmed that the ins was replaced (removed from the right side) also and the new ins placed to the left side due to the potential infection in the pocket area. The patient was reported as doing fine at the moment as they were working through the programs on the device. It was also reported that the patient had some prolapse and they did not believe they would get good results with the device until the prolapse is repaired as well. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that the patient¿s lead migrated and they had stimulation in the wrong location. The patient was having pain and dis comfort in their pelvis, so a CT scan was taken and the physician noted the lead had migrated deep into the pelvic area. The patient had less than 50 percent therapy relief and pain and burning sensation at their lead location. The patient¿s doctor removed the lead on the left side that had migrated and placed a new one on the right side. The doctor also moved the implantable neurostimulator (ins) from the right side to the left side because it looked as if there might be an infection. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0kyug, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).